Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother, that the customer had blood glucose levels of 597mg/dl. The customer was treated with manual injection. It was also reported that the customer received excessive no delivery alarms. Unable to complete troubleshooting. No additional information was provided.